Event description:
Iba has been informed that on (B)(6) 2018 during daily checks performed on the system, an unexpected shift in position of a phantom installed on the patient positioning system was observed. The processing unit was power cycled and adapt insight workstation was restarted. Afterwards, the same test as above was performed and this time the phantom was still aligned properly. No patient was involved.

Manufacturer narrative:
Evaluation summary is provided in event.

Event description:
Iba has been informed that on october 31, 2018 during daily checks performed on the system, an unexpected shift in position of a phantom installed on the patient positioning system was observed. The processing unit was powercycled and adaptinsight workstation was restarted. Afterwards, the same test as above was performed and this time the phantom was still aligned properly. No patient was involved. Evaluation summary: analysis of the event identified a white band on the side of one third party flat panel as the cause of the shift in the phantom position. Third party supplier has been informed of this issue and confirmed that they had not been notified of such a defect previously. As the issue is not reproducible, it is currently not possible to conduct further analysis of this one-time event with third party flat panel. The panel will be monitored in order to collect additional data in case of a new occurrence.